Event description:
During a thoracotomy for bleb stapling, the surgeon deployed the stapler it would not release. The surgeon had to excise more tissue around the retained stapler to get it out of the chest resulting in more lung being removed from the pt that was not necessary for the procedure itself.